Manufacturer narrative:
Initial emdr submission: no sample is available. If any additional information becomes available a follow-up submission will be filed.

Event description:
Set up on flow meter notified by nurse that it was leaking, found setup on the floor. Product was not used on patient.